Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01664 / 01665 & 2015-01928).

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006 allegedly due to pain, swelling, tissue and bone damage, fluid buildup, lack of mobility, metallosis and pseudotumours. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip revision procedure on (B)(6) 2006 due to pain and femoral loosening. Operative report further noted scarring, trochanteric bursitis, thickening of the tensor fascia and synovitis. The modular head and femoral stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." And number fourteen "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01664/01665).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2006 allegedly due to pain, swelling, tissue and bone damage, fluid buildup, lack of mobility, metallosis and pseudotumours. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.